Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified. The lot number was provided; therefore, a lot history review was performed. The sample was returned for evaluation and the investigation is confirmed for balloon rupture, peeled pebax and frayed fibers. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5084j pta dilatation catheter allegedly experienced balloon rupture, material frayed and peeled pebax. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.